Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2012. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that mechanical ventilation could not be initiated when selected. There was no report of patient injury.